Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the tx60b instrument would not staple the tissue. Another instrument was used to complete the case. There was no consequence to the pt.